Event description:
It was reported that the right monitor on the 8800 system would flicker, and the brake would not hold. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake was cleaned and adjusted, and the brake handle was replaced. The monitor connection was re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.